Manufacturer narrative:
Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that there were erroneous results with the use of the bd vacutainer® sst¿ tube . There was no report of injury or medical interventions.